Event description:
The facility initially reported a pump with failure/beeping/no battery and will not come on. During a follow-up call to the facility, it was found that the pump had been delivering "regular i.v. Fluid" for a duration of six hours when the pump displayed "failure" and began to beep. The pump was shut down and swapped out. After the pump was shut down only the ac power light was displayed and the pump would not turn on. This event occurred during patient infusion. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.